Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction involving a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Event description:
"Male, aged (B)(6), aortic dissection. Three months ago, he did arch replacement and intraoperative stent. This time the stent was placed at the end of the aortic dissection. During operation, third step, release the head of the scaffold. The black button was pushed but the head could not be unlocked. After checking, it was found that the black button and the guide wire of the head-end buckle fell off. The guide wire was pulled out with tweezers to complete the release at last." Patient outcome: "the operation finished successfully, and there is no harm to patient."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction involving a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"Male, aged 52, aortic dissection. 3 months ago, he did arch replacement and intraoperative stent. This time the stent was placed at the end of the aortic dissection. During operation, third step, release the head of the scaffold. The black button was pushed but the head could not be unlocked. After checking, it was found that the black button and the guide wire of the head-end buckle fell off. The guide wire was pulled out with tweezers to complete the release at last" patient outcome: "the operation finished successfully, and there is no harm to patient."